Event description:
Customer complains of flagged above assay range falsely elevated hb1c results which require a frequent number of sample dilutions to be performed on patient samples. The samples are sent an alternate laboratory and lower results are obtained and reported. It is unknown if any flagged results were reported. It is unknown if patient treatment was altered or prescribed on the basis of the initially flagged above assay range results. There was no report of adverse health consequences as a result of the initially flagged above assay range results.

Manufacturer narrative:
Siemens healthcare diagnostics inc. Has confirmed customer complaints of a higher frequency of above assay range flags with several listed dimension hb1c flex reagent cartridge lots. Investigation has shown that the higher frequency of flags is related to higher recoveries of sample hemoglobin (hb) values (hb > 25 g/dl or >15 mmol/l) with impacted lots. The hb value is used to calculate the final hba1c ratio (% hba1c -mmol/mol) results. Results are suppressed (not reported) with the above assay range flag. An urgent medical device recall for the hb1c flex reagent cartridge (df105a) was issued in (B)(6) 2013, to impacted customers. The communication 13-25 instructed customers to immediately discard any remaining inventory of the affected lots of dimension® hb1c (df105a). Siemens provided a lot number for lots beyond which the issue was corrected.